Event description:
It was observed that during the device evaluation, that the flex deflectable videoscope exhibited a magenta or green video image, and a scratched distal tip. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed magenta or green image could not be determined, however, the issue was likely due to damage to charged-coupled device imaging unit inside the endoscope connector as a result of repetitive use stress, handling and or external factors, and in a known inherent risk of the device. Additionally, a definitive root cause of the observed scratches on the device metal distal end could not be determined, however, the issue was likely due to repetitive use stress, handing and or external factors, and in a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.